Event description:
It was reported that, femoral and shapematch block was positioned, pinned in place and resected through uneventfully. The tibial shapematch block was eventually positioned and pinned into place as well. After resection through this tibial block, the surgeon described the cut as very this and valgus. As there was not enough joint space in flexion or extension gap to consider trialing, surgeon reverted to traditional external tibial alignment instruments and made what he felt were excellent tibial cuts to create appropriate joint space to conclude the procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.